Event description:
It was reported that a patient underwent a rastelli operation on (B)(6) 2014 and suture was used. When knotting the suture, the suture broke. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. Visual examination found that the suture pieces had cut ends. No breakages were observed. No conclusion can be drawn at this time. The entire length of suture was not returned, so a complete examination was not possible. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.